Event description:
The "11mm kii was primary port for scope. Dr. Had to keep stopping the operation to clean scope. Tried "fred" to defog, tried applied scope warmer, nothing helped. Seal on 11mm kii was "greasy". Most probable-length of case, time under anesthesia increased due to constant cleaning of scope."

Manufacturer narrative:
The incident device will not be returned for evaluation, and the lot number is unk; therefore, an evaluation and/or device history record can not be completed. Reference MDR# 2027111-2009-00033 for complete evaluation of the same product problem. This is our initial and final report.